Manufacturer narrative:
The guide wire has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of the pt2 guide wire, foreign material 3mm in length was found on the distal tip of the guide wire. The device did not enter the patient's body. Another of the same device was used to successfully complete the procedure. No post-procedure complications were reported, and the patient's condition was reported as "fine".